Event description:
It was reported that the paramedics were called to delivered syringes to customer. Technician called paramedics due to customer not having a backup plan or insulin pump to tread his blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.